Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure,it was noted that the balloon ruptured. The balloon was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.

Manufacturer narrative:
E1: initial reporter address -(B)(6) device evaluated by MFR: the device was returned for analysis. A visual examination identified no issues with the balloon. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. The balloon was inflated to its rated burst pressure (rbp) of 12 atmospheres without issue. The inflation device was verified with a calibrated pressure gauge. The device was again inflated to its rpb and was held for 30 seconds without any drop-in pressure. The balloon was deflated without issue and the inflation device was verified using the calibrated pressure gauge. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the hypotube found no issues. No issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The balloon was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.